Event description:
3m received info from a pt, that following shoulder replacement surgery on (B)(6) 2011, in which a 3m ioban drape was placed over her hand and forearm, she experienced skin loss from her hand to above her elbow upon removal of the drape. She stated the injury was treated with silvadene, is continuing to heal, and that she still wears a silicone sleeve. Per karen mcdonald, operating room manager, the pt had a significant injury to her forearm, the skin was folded back into place and held with a petroleum/gauze dressing and kerlix. Reportedly, the pt has very fragile skin.

Manufacturer narrative:
No other adverse pt effects were reported. If add¿l info is received, a follow-up report will be submitted. Conclusions: device not returned. No eval will be performed.